Manufacturer narrative:
Since the device is not available to be returned to us, technical evaluations cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, cracks were found on two heartstring iii seals. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the products in question. Refer to mfg report # 2242352-2012-01305 for the related report.